Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced a high bg (475 mg/dl) five hours after activating a new pod. A correction bolus was immediately programmed. Soon after, the pod initiated a hazard alarm; the customer is unsure whether the entire bolus was able to be administered before the pod alarmed. The pod will be returned for eval.